Event description:
Control # (B)(4), centurion s/n (B)(4). The phaco handpiece centurion ozil s/n (B)(4) and tip lot #14noa4. At the end of the procedure dr. Stated handpiece entered may have a burn the eye. The edges of the incision leaked and he needed to place 3 sutures. I called alcon for services ref# (B)(4). I tag out equipment do not use, defective. Phacoemulsifier equipment. FDA safety report ID# (B)(4).